Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. The physician performed the transseptal puncture and then inserted the was. While positioning the was into the left atrium a thrombus was noted at the septum puncture site on the right atrial side. The physician connected a syringe to the was and aspirated the thrombus out of the patient. There was no thrombus seen in the patient after this was performed. The physician waited 3-5 minutes before they restarted the procedure. As they were about to re-approach with the was another small thrombus began to form on the right side of the septum at the puncture site. The physician removed all devices from the patient. The thrombus was still observed in the patient so the physician gave the patient heparin and planned to keep them on noac. The procedure was ended with no closure device implanted in the patient. The patient was planned to be discharged later that day with no other complications or consequences that were reported to have occurred due to this event.